Event description:
It was reported that the patient had low flow alarms on (B)(6) 2022 with subsequent flows below the baseline. The log files captured low flow events on (B)(6) 2022. A computed tomography angiography (cta) revealed an outflow graft obstruction.

Manufacturer narrative:
Patient weight requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the obstruction was thought to be related to the buildup of materials within the two layers of the outflow graft, which causes external compression on the outflow. On (B)(6) 2022 the patient had an outflow graft repair which resolved the issue and flows returned to baseline. The log files captured strings of low flows on (B)(6) 2022 where the estimator dropped below 2.5 liters per minute (lpm) and they did not show any unusual events after (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed. The customer reported that the patient experienced low flow alarms, followed by a subsequent decline in flow below baseline levels. Review of the submitted log files showed the system operating as expected with flow in the 4.9-5.2lpm range. On (B)(6) 2022, multiple low flow alarms were captured between 04:18 and 04:48. The six days of data following these alarms showed flow had decreased to the 2.7-4.3lpm range. Multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specification the surgical procedures section of heartmate 3 instructions for use heartmate 3 lvas IFU contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. "Preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.